Event description:
Above pt came into facility on 2/28/06 and had an exploratory lap with lysis of adhesive anumblical hernia repair and a lipoma removed from left groin. Later on, physician called to notify facility that at his post-op appointment he was noted to have scorch marks on his penis & scrotum.